Event description:
It was reported that a battery depletion (bd) alert was noted on a subcutaneous implantable cardioverter defibrillator (s-ICD). Beeping tones were also noticed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. The alert was caused by repetitive magnet applications. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended.